Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of all final testing performed by/on the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with the catheter kit. Additional physical investigation was performed on the device, and the alleged issue could not be confirmed. A visual examination of the catheter did not reveal any obvious anomalies. Engineering confirmed there was an occlusion at 25, 28, and 30.5 cm. No leaks were observed. Although there were occlusions observed, the issue of csf leak could not be confirmed as the occlusions observed are not related to the allegation of a catheter leak. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter that was explanted due to a csf leak. Cs reported that csf was collecting in the pump pocket and around the catheter. Cs also reported that the physician opted to explant and replace the entire pump and catheter. Cs reported that a portion of the catheter was cut off and discarded at the facility, and that a section of the catheter remains attached to the pump that will be returned. MFR 3010079947-2021-00161 was opened to address the pump replacement.